Event description:
In 2009, the pt's daughter reported that the pt's blood glucose measured "hi" on her blood glucose monitor since "late this afternoon." The pt stated that she had retracted the piston rod of the infusion device earlier and she inquired how to extend the piston rod if using insulin cartridge that was not completely full. She was educated on the procedure. The pt's daughter stated that there was an air bubble in the insulin cartridge and she was instructed how to remove it. Upon follow up, the pt's daughter stated that the pt's blood glucose continued to be elevated. The pt changed the insulin cartridge, infusion site, and tubing and her blood glucose began to decrease in the evening at about 2 days later. At the time of the report, the pt's blood glucose has returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.